Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an insulation abrasion at 18.7cm to 19.4cm from connector pin. Both rv cables were exposed and etfe coating was abraded in same area. This damage is consistent with friction to ICD can.

Event description:
It was reported that during a follow up visit, the high voltage lead impedance measurement had decreased. The patient did not receive any therapy. An x-ray image revealed the lead had dislodged. The lead was explanted and replaced.